Event description:
It was later reported that the manufacturer representative did not see holes in the catheter. When asked how the patient was currently doing and if they were receiving effective therapy, it was stated that the patient was not receiving therapy, so the question was not applicable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient developed a skin ulcer at the spine incision at some point. The patient was referred to a wound clinic which an exploration of wound was performed too which it was reported "seeing catheter with holes in it." However, there was also report that there were no alleged product issues. Attempts at wound healing failed and the site became infected. A culture was taken at the spine wound but it was not known the type of organism cultured. Perioperative antibiotics were administered. Therefore surgical intervention was performed to explant the spinal portion. Further treatments instituted for the infection were unknown. It was unknown if diagnostic testing occurred, if the issue was resolved or the cause determined. It was unknown if the patient experienced any symptoms. There was no meningitis. At the time of the report the patient's status was reported as alive-no injury. At the time of the report the patient had been post-operative two days and the patient¿s outcome was too soon to tell. There was no plan to replace the implants and there may be a possible explant of the remaining catheter and pump in the future. This device system delivered compounded baclofen. Additional information was requested to clarify event details including catheter holes, resolution, and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, partially explanted: (B)(6) 2015, product type catheter. (B)(4).